Event description:
During a tibial pta procedure, the nanocross balloon sheared off with the wire. Inspection of the balloon upon return, indicated a radial tear on the balloon. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.